Manufacturer narrative:
Device evaluated by MFR.: p elite ous mr 32 x 2.25 mm stent delivery system was returned for analysis. A visual examination of the stent found that stent struts from the most proximal stent strut row were lifted and pulled proximally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. Stent struts were most likely lifted during withdrawal attempts when the struts got caught in calcification. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed signs of damage at the distal edges of the tip. Tip damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section and the visual inspection of the inner extrusion found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 01-oct-2020. It was reported that crossing difficulties were encountered. The target lesion was located in the tortuous and calcified left circumflex coronary artery . A 32 x 2.25 promus elite drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. There were no patient complications reported and the patient was stable. However, returned device analysis revealed stent damage.